Event description:
It was reported that the device was explanted after implant duration of zero day, due to a failed ring repair. No further details were provided.

Manufacturer narrative:
Device not returned.